Event description:
During titration consult, pt indicated she had a cassette malfunction [in addition to two cassette malfunctions previously reported (B)(6) 2022]. Exact date of this malfunction is unknown. Pt stated no error code was provided by pump. Pt checked the tubing, and did not see the bladder protruding from the cassette. Pt mixed a new cassette and was able to continue infusion. Infusion off for a very brief period. Time not specified by patient and no reported clinical effects or side effects while infusion was off. Cassette malfunction occurred 3 hours after initial installation of the cassette. Lot number is 4271469. Pt was able to remove medication from faulty cassette. Pt advised to include with return of the other two cassettes that is still pending unless advised otherwise. No other information or dates provided. Photographs were not provided. Setflow rate and volume delivered are unk. Position of the pump when alarm occurred is unk. This is a continuous infusion. Pump return tracking info is not available. No add'l info is available at this time. Reported to (B)(6) by pt/caregiver.